Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2011. Legal counsel for patient reports patient was revised in 2012 due to patient allegations of elevated cocr levels and other unknown reasons. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00575 / 00576).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2011. Legal counsel for patient reports patient was revised in 2012 due to patient allegations of elevated cocr levels and other unknown reasons. Additional information received confirmed that a revision procedure was performed on (B)(6) 2012 due to pain, elevated metal ions and pseudotumor.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain."